Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported an unspecified medication leak during use on the patient. The product was reported to be contaminated, contain a biohazard, or chemotherapeutic agent. There was patient involvement, however, no adverse event and no harm.

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. A DHR lot review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional information found in section d10.

Manufacturer narrative:
Received one used list# (B)(4), spinning spiros® closed male luer, red cap. Lot# unknown, one used bd alaris pump tubing, one used chemoclave® bag spike. List# unknown, one used baxter 500 ml container 0.9% sodium chloride injection, usp. As received, the returned devices were securely connected. The spin feature of the spiros was activated and spinning freely. No visible damage or anomalies were seen. The connected devices as returned were primed with water at gravity pressure and then leak tested. Leakage occurred from the o-ring/poppet interface of the spiros. The spiros was disassembled to determine the source of the leak. String flash on the o-ring was observed. The reported complaint of a leaking spiros can be confirmed. The probable cause is due to excessive molding flash created during o-ring molding. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.